Event description:
A. Please provide valid lot numbers of the reported calcar planers. Answer: (they are still in the sterilized sets so I can¿t get these until I get the replacement parts from you). B. Please verify if the instrument used during surgery? If yes, was there surgical delay? Answer: yes used during surgery. No delay. C. . Please verify if the product is available for return or not? See above. Answer: cannot send back until I get replacements.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: if information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Corrected: b3.

Manufacturer narrative:
Product complaint # ==> (B)(4) investigation summary ==> the device associated with this report was not returned. The investigation could not verify or identify any product contribution to the reported event with the information provided. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The calcar planers have been in the sets for 5+ years and no longer work. They are dull and need to be replaced as they can¿t be sharpened.